Event description:
It was reported the device was alarming no disposable clamp tubing. Assisted patient to silence alarm and reviewed pump settings. Verified medication and patient appointment to have pump removed. Patient prefers not to troubleshoot by removing cassette. Instructed patient to power pump off and clamp tubing closest to port. Patient states she is not sure if tubing is clamped, but it does not move on tubing. Advised patient to call clinic in the morning for further instructions and to explain medication had to be stopped due to alarm and patient verbalized understanding. No patient injury was reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.